Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the lot was manufactured from august 17 2021 - august 18, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; approximately 20ml remained in the device. The device had been filled with piperacillin/tazobactam 18g in 230ml sodium chloride. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.